Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered an inappropriate electrical shock due to myopotential noise oversensing. It was noted that the patient was using a heat gun at the same time of the episode. Electromagnetic interference (emi) was thought to be the cause. The s-ICD system remains in place. No patient adverse events have been reported.